Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2012.

Manufacturer narrative:
Per patient's clinic, there are no plans for reimplantation as of the date of this report, (B)(4) 2013. This report is filed (B)(4) 2013.

Event description:
Per the clinic, the patient experienced infection and necrosis of skin flap tissue, and the issue could not be resolved. The device was explanted (B)(6) 2012. There are plans to reimplant the patient with another device, but it is unknown if this has occurred as of the date of this report, (B)(6) 2012.